Manufacturer narrative:
Date of this report: 4/27/1998.

Event description:
During use, blood leaked from around 3/8 venous inlet port of oxygenator. A total of approx. 20ml leaked during one hour bypass. No pt injury or further complications occurred. No further details were provided.